Manufacturer narrative:
Product analysis: as found condition: the react-71 catheter and solitaire ab pusher were returned for analysis within a shipping box and a plastic bio-pouch. The react-71 catheter was returned within an opened react-71 inner pouch (b603902) and a dispenser coil. The solitaire ab pusher was returned within an opened solitaire ab inner pouch (b511309) and within a dispenser coil. Damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body stretched from ~12.0cm to ~9.5cm from the distal tip. The react-71 catheter distal tip was found to be in good condition. No bends or kinks were found with the solitaire ab pusher. The pusher was found broken at the buffer weld within the shrink tubing. The solitaire ab stent was found still attached to the pusher and in good condition. Testing/analysis: the react-71 catheter was dissected at the distal broken segment of the solitaire ab stent was removed. The broken solitaire ab pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the solitaire ab pusher was found broken. Possible causes of device separation can occur due to vessel tortuosity, delivery and retrieval friction, higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. As the react-71 catheter was found stretched and the solitaire ab pusher broke due to tensile overload, it is likely that the device separated as it was retrieved within the react-71 catheter against resistance. However, contributing factors could not be assessed due to insufficient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab (sab) pushwire was broken/separated. The patient was undergoing a thrombectomy for treatment of internal carotid artery stenosis and intracranial ischemia. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 0.5 hours. It was reported that during a thrombectomy interventional operation, the thrombectomy stent in the internal carotid blood vessels was broken in the distal access catheter react71. The surgeon withdrew the thrombectomy stent. When the whole stent was withdrawn into the react71 catheter, it broke. The entire system was removed and the broken section was removed as a whole. It was reported pushwire break/separation occurred. There was no resistance encountered. The broken segments were removed from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported there was no resistance with the sab in the react catheter. The cause of the sab pushwire break was undertermined.